Event description:
It was reported that a patient underwent a carotid artery surgery on (B)(6) 2014 and suture was used to place a carotid patch. One day postoperatively, the patient experienced secondary bleeding. The surgeon noted that the suture was discolored. The surgeon explanted the suture and the patient was sutured again with a different type of suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.